Event description:
Reported by pt as: "is there any assistance in placing a second band after the first one erodes after an 11 month placement? My band was removed due to an erosion, I would love to have another one to lose the remainder of my weight." Follow up with the doctors office reveals: stated, "the pt had a port flip, and had an elevated white count and infection. There was possibly some trauma during the initial surgery that caused the infection.

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 20/oct/08. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The device was explanted however it will be not returned to allergan. Displacement, infection and erosion are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device in indicated. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physician activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."